Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3 - according to the information provided, the female patient underwent a reverse shoulder replacement surgery on (B)(6) 2023. Approximately 1 year later, on (B)(6) 2024, the patient was revised due to humeral bone fracture. The patient is believed to have fallen. Bone quality was also likely a contributing factor. The devices were not returned for evaluation. Images and a radiograph were provided with the experience report. The reason for the revision reported was likely due to a periprosthetic humeral bone fracture related to the patient¿s poor bone quality and possible fall. The fracture was confirmed from the provided radiograph. H6 - component code, investigation type, findings, conclusion codes.

Event description:
The representative for the case, "believed the patient had fallen over - with brittle bone".

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported was likely due to a periprosthetic humeral bone fracture related to the patient¿s poor bone quality and possible fall. The fracture was confirmed from the provided radiograph. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."

Event description:
It was reported that an 80 yo female patient, initial right shoulder implanted in (B)(6) 2023, underwent a revision procedure in (B)(6) 2024, approximately 1 year post the initial procedure. The patient presented with a fractured, ¿smashed¿, shoulder. The equinoxe reverse was taken out and a new reverse plus hrp were implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for analysis as they were discarded at the hospital. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5. (B)(6) 320-10-10 - equinoxe reverse tray adapter plate tray +10. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-38-13 - equinoxe reverse 38mm humeral const liner +2.5. (B)(6) 321-20-00 - equinoxe reverse shoulder drill kit. (B)(6) 321-52-09 - 3.2mm k-wire, trocar tip.